Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient's implant had been showing a full battery on over the last few days and had not decreased in battery level. The patient noticed this when she went to recharge it because it would not allow her to start a charge session and would show that her implant battery was full. It was reported this was the second time this had happened and she worked with her manufacturing representative (rep) the first time it happened. Patient services (pss) instructed patient to connect to the implant with the recharger. Upon connecting the patient started a charge session and the implant was taking a charge like normal for a few minutes then showed a full implant battery. Stimulation showed that it was turned on. Patient does not think the stimulation was turned off during this but noted that she never feels the stimulation and that it has not covered her back, nerve and bone pain since implant. Patient services reviewed that the implant appeared to be taking a charge like normal. It was recommended to continue monitoring the battery level over the next couple days, now that we know stimulation is on and to follow up with h ealthcare provider, if issues persist.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that since last week, every time the patient tried to recharge, the implant showed "full" fairly quickly and recharging stopped. Product services had the patient start a recharge session today and it started recharging the second half of the ins. The patient was getting 8 coupling bars and the therapy was on. The patient stated that they did not turn the stimulation off but they were not feeling it. It was reported that recharging was normal now. The patient was to monitor and keep the therapy on. No further complications were reported. Follow-up was conducted. Additional information: it was reported the circumstances that led up to the short charging time was the patient's machine stopped working. The patient could not get it to read at all. The manufacturing representative (rep) talked the patient through several attempts to start it and it finally worked. No more problems. No further information was reported.